Event description:
A customer sustained a needle stick. According to the customer they pulled back on the tubing to withdraw the needle from the pt and activate the safety mechanism. The tethers snapped during the activation causing a needle stick.